Manufacturer narrative:
The device was returned. It was observed that there was a broken threaded stud and subsequent clip detachment. The identified broken threaded stud and subsequently clip detachment appears to be due to the trouble shooting maneuvers of the resistance of the arm positioner as continue turning the arm positioner with resistance caused increased tension and strain on the threaded stud can result in the break. The break of the threaded stud would then cause the clip to detach. Based on the information reviewed, a cause for the reported inability to close the clip and physical resistance of the arm positioner cannot be determined. It is possible that there were tensions place on the device during the prep contributed to the reported user experience; however, this cannot be confirmed as no issue was identified with the arm positioner and the inability to close the clip could not be tested. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detached clip and broken threaded stud. It was reported that during preparation of the clip delivery system (cds), the clip would not fully close. At approximately 120 degrees, the clip would not close and resistance was felt when turning the arm positioner. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. The returned device analysis revealed the clip detached and the threaded stud was observed to be broken.